Event description:
Country of complaint: (B)(6). Patient had a total knee replacement of right knee in 2012. Surgery was successfully completed. Four years later there is reported loosening of the femoral component. Involved components: nn260p / plug f/tibial plateau; nx051k / vega ps tibial plateau cemente; nx111 / vega ps gliding surface t1/1+ 12mm and no482 / e.motion patella 3-pegs p2 29x8mm.

Manufacturer narrative:
Investigation: based on the current available information it is not possible to carry out an investigation. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: based on the available information it is not possible to determine the cause of the loosening. The most likely root cause of the failure is user error. Rational: we assume that the surgeon did not use the cement as intended. No CAPA is necessary.